Event description:
A surgeon reported during nuclear cataract extraction the anterior chamber was filled with the viscoelastic and immediately after the footswitch was pressed a thermal corneal burn was observed. He stated three sutures were used and the patient was hospitalized. The surgeon noted postoperative the patient has induced astigmatism. On (B)(6) 2011, additional information was received from the surgeon who stated the event occurred on (B)(6) 2011 and during surgery 3 sutures were placed and air instillation into the anterior chamber was completed. He reported on (B)(6) 2011 the patient was prescribed a corticosteroid five times a day. On (B)(6) 2011, the patient was hospitalized and 1 suture was removed. He noted on (B)(6) 2011 a second suture was removed. On (B)(6)2011, a secondary procedure was performed for corneal re-suture and air instillation into the anterior chamber. He noted the procedure took 27 minutes. The surgeon reported the patient was discharged on (B)(6) 2011.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause could be identified. Additional information was received from the surgeon on 03/09/2011 and 03/22/2011. (B)(4).